Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. The following reportable events were found during the device evaluation: the r-unit is broken. Based on the completed investigation, the broken r-unit caused the reported purple (green/purple image). This is likely due to a component failure. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported image is not clear and had a green shimmer, during inspection for use involving an olympus gynecologic laparoscope. There was no patient injury reported.